Event description:
During evaluation of a returned spectrum pump, the device had prolonged delay between the keypad and the response time to the device. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified a prolonged delay between the keypad and the response time to the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as non-functioning keypad. The cause of the condition was the dislodged component on the processor board. The processor board/shielding required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.